Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break at the open end of the metal cap; therefore, the reported event was confirmed. It is probable that excessive manipulation/rough technique applied to the fiber during set up lead to the observed fiber body break. According to the instructions for use, the fiber should not be excessively manipulated or bent as it may result in damage to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was reported that the fiber was found to be defective during the procedure. The procedure was completed using another fiber. There were no patient complications. The fiber was returned and analysis identified a break in the fiber body at the open end of the metal cap.